Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue of ¿damage to the white plastic and black insulation." The instrument was found to have a mechanical indentation to its bipolar yaw pulley. The instrument conductor wire was also found to be damaged. The instrument passed the electrical continuity test and no thermal damage was found. System log investigation: a review of the instrument log for the maryland bipolar forceps instrument (pn: (B)(4), batch-sequence: n12191007-0068) associated with this event has been performed. Per a review of the logs, the maryland bipolar forceps was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 6th use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that after a da vinci-assisted hemicolectomy surgical procedure, the maryland bipolar forceps instrument was noted to have damage to the white plastic and black insulation. The procedure was completed with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that this damage was discovered at the sterile center. There was no delay to the procedure.